Event description:
During an embolization procedure, there was default attachment of the micrusphere 10 platinum microcoil 6 mm x 11.9 cm (sph10060020/f75309) during treatment of a ruptured arterial aneurysm (subarachnoid hemorrhage), despite changing of electrical box and the usual maneuvers coil repositioning. The coil was not placed and was changed. No consequences were reported to the patient, and another like device was used. The device will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Default attachment of the coil during an embolization procedure of a ruptured arterial aneurysm (subarachnoid hemorrhage) despite the change of electrical box and the usual maneuvers coil repositioning. The coil was not placed and was changed. No consequences to the patient - another like device was used. The device was discarded and is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device and the components used, the reported event could not be confirmed. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.